Manufacturer narrative:
The hill-rom tech found the brakes switch was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake switch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes not set alarm did not work. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).